Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4).

Event description:
Maude report ((B)(4)) voluntarily submitted by patient states that they were revised to address loosening, osteolysis, blackening at screws, high levels of cobalt and chromium. The report does not state which component was loose.

Manufacturer narrative:
Maude report ((B)(4)) voluntarily submitted by patient states that they were revised to address loosening, osteolysis, blackening at screws, high levels of cobalt and chromium. The report does not state which component was loose. Doi (B)(6) 2008 - dor (B)(6) 2011 (right hip). The devices associated with this report were not returned. Review of the device history records for the provided product/lot combinations did not reveal any related manufacturing deviations or anomalies. Review of the device history records and/or a complaint database search was not possible for the remaining hip prosthesis as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.